Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The customer samples and photos were evaluated and the customer¿s indicated failure mode of illegible printing on the tube and incorrect shield color with the incident lot was observed. Additionally, retention samples were selected from in-house inventory and inspected for similar defects and no issues were observed as all retention samples met specifications. A review of the manufacturing records was completed for the incident lot number and no issues were identified.

Event description:
It was reported that the bd vacutainer® k3e 3.6mg plus blood collection tubes' letters on the thubes weren't printed properly and different color of the cap got mixed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Date received by manufacturer updated to: 09/15/2017.